Event description:
Pt critically ill and hospitalized for several weeks. At risk for hapi and hapi prevention in place. After unit-based apparent cause analysis, determined to likely be device-related with contributing factors (e.g., short stature with short legs, volume overload/sig. Edema, severe deconditioning, malnutrition due to chronic illness). The sequential compression device, scd, sleeves that (B)(6) uses (medline) have sharp plastic edges and are very rigid/stiff. Patients have expressed that these scd sleeves are uncomfortable and very hot. The sleeves also hold moisture against the skin which contributed to the development of the hapi. Rcateam believes that the edges of the scd sleeves placed pressure on the patient's achilles and caused the hapi.